Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while attempting to implant a right ventricular (rv) epicardial lead, the lead was unable to obtain an acceptable bipolar pacing threshold. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.